Event description:
Therapist was transferring the pt from a rolling shower chair back to bed. The pt was positioned supine, metal trach tube had fallen out during transfer. Respiratory therapist inserted a new metal trach tube.